Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: infection workup negative, metal on metal articulation with osteolysis of the proximal femur, asa ii, general anesthesia, ebl 100cc, new incision site posterior approach, large pseudotumor, femoral head was cold-welded to the stem, cables were placed distally to prevent further propagation, acetabular components demonstrated well healed and seated, portion of femur, synovium, and synovial sent to pathology. Trial implants showed excellent balance of leg-length inequality and hip stability. The patient transferred to recovery in stable condition. There were no intraoperative complications reported. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 15 years and 3 months post implantation due to pain, numbness and metal on metal articulation. During the revision a large pseudotumor was encountered as well as osteolysis of the proximal femur. Femoral head was cold-welded to the stem. Acetabular components demonstrated to be well healed and seated. Revision was completed without complications.

Manufacturer narrative:
(B)(4). D10: 103203 item name taperloc por fmrl 9x137, lot#: 529210. 139254 item name m2a-magnum 42-50mm tpr insrt-3, lot#: 604750. 157444 item name m2a-magnum mod hd sz 44mm, lot#: 356540. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01911, 0001825034-2023-01913, 0001825034-2023-01912. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.